Event description:
This patient (age and gender unknown) was brought to the interventional lab for an angioplasty procedure of the brachial vein (no information which side). There is no information available about calcification, vessel tortuosity, or level of stenosis. The information states that the physician dilated the target with a pf-p3 balloon at 15 atmospheres (atm) for 3 minutes. The physician then used the same balloon to dilate the target for a second time and the balloon ruptured at 15 atm. There was still a small residual stenosis after the second dilation, but the physician decided to stop the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will be returned for evaluation and testing.